Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Yellow bit went down throat [foreign body in respiratory tract]. Head falling apart - oral-b brushhead [device breakage]. Consumer e-mailed stating that the brush head was falling apart, and a little yellow bit went down his/her throat and he/she nearly choked on it. No serious injury was reported.